Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a herniated cord. The issue occurred during reprocessing for an unspecified diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: inner wire exposed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rubber sheath was torn, inner wire is exposed. The most probable cause is traced to component failure. A definitive root cause could not be identified for the exposed inner wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.